Event description:
During a coronary stent procedure, the stent paritally slipped off of the delivery device at an angle in the rca. The stent was partially deployed with the delivery device and another balloon was used to fully deploy stent. Patient status is listed as "okay."